Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The customer reported two (2) conflicting results with the binaxnow covid-19 ag self-test performed (B)(6) 2022.this report addresses two (2) of two (2). The customer reported a conflicting result with the binaxnow covid-19 ag self-test performed (B)(6) 2022. Initial testing was resulted as positive and repeat testing on the same day was performed and generated a negative result.

Event description:
The customer reported two (2) conflicting results with the binaxnow covid-19 ag self-test performed (B)(6) 2022.this report addresses two (2) of two (2). The customer reported a conflicting result with the binaxnow covid-19 ag self-test performed (B)(6) 2022. Initial testing was resulted as positive and repeat testing on the same day was performed and generated a negative result. No additional information on patient impact or outcome was provided.

Manufacturer narrative:
Review of long-term tracking and trending for conflicting results was performed. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.h6 h3 other text : device discarded, single use device.